Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 3.8 mmol/l despite a blood glucose of 6.2 mmol/l. The device had suspended three or four times. The sensor cannula also appeared bent and short when the customer removed the sensor from their body. The sensor will be returned for analysis.